Event description:
Reportedly the user is experiencing pain with processor use, and per report, the skin is significantly thinned and the receiver stimulator appears to be almost extruding through the skin. Recipient was explanted on (B)(6) 2021. This report refers to 9710014-2021-00567. For further information please refer to this report.